Event description:
PICC line removed by np and rn at bedside. Only ~6cm of the line was pulled out during the removal process and the remaining PICC line was inside patient. Note, the patient had a subcutaneous anchor securement system (sass) being used with the PICC. The sass was removed prior to attempting to remove the line. The patient was transferred an emergency department. X-rays of the chest and humerus done in the ed revealed an intact catheter portion inside of the patient with tip in a similar location in the right atrium. There did appear to be a kinked component in the soft tissues of the left arm. There was no portion of the catheter visible outside of the patient to assist with percutaneous removal. Interventional radiology conducted a transvenous removal of the PICC catheter with a snare.